Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited failure to retract and the helix was damaged. The rv lead was not used and replaced. The patient was in stable condition.